Event description:
It was reported during a da vinci-assisted procedure the there were issues with the erbe. The site was looking for a valleylab cable as the site had an si cable, which would not work with the xi system. The customer was not able to troubleshoot further. The site proceeded with the case as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: the customer confirmed the procedure was completed using a valleylab generator with no report of patient injury. Patient information was requested, but unavailable.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to address the u-02 error. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu associated with the complaint, but is pending evaluation to confirm/identify any reportable failure mode(s). If additional information becomes available, a follow-up MDR will be submitted. No images or procedure video were provided for review. A review of logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the use of a backup/third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the iesu associated with this complaint, but the alleged fault (u-02) could not be reproduced. The iesu energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.